Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level that required intervention to address, though an exact value and nature of the intervention were not provided. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.